Event description:
No additional information reported by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, h4. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: burned and melted plastic distal end cover, and the image noise occurs due to poor condition of the printed circuit board. A definitive root cause could not be identified. Based on the results of the investigation for the burnt distal head cover, it is presumed that deterioration and damage to the rubber caused by repeated physical stress during use is the cause of the issue. Lastly, based on the results of the investigation of the snow flaked image, it is presumed that degradation and damage to the substrate caused by repeated physical stress during use is the cause. This event is a known event which has gone through the product technical investigation (pti) process, which states that other possible causes include electrical problems. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the bronchovideoscope the image was snowflakes. The event occurred during reprocessing. There were no reports of patient involvement.